Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, the guidewire could not be removed from the left ventricular (lv) lead lumen. The lead tip attached to the header was broken during the process to remove the guidewire. The lv lead was not implanted and was replaced without further issues. The patient was discharged.

Manufacturer narrative:
The reported events of guidewire could not be removed and lead damage were confirmed. As received, a partial lead with stuck guidewire was returned in one piece with the connector cap missing. The connector pin with the crimp sleeve were pulled from the molded connector consistent with procedural damage. The ptfe coating of the stuck guidewire was found bunched up with the inner coil distal to the connector pin. The cause of the reported events was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.